Event description:
The customer reported that the insulin pump kept alarming while priming. The blood glucose reading was 243mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and a scratched display window noted.